Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the trunk cable's wires were pulled short, pulling the hex crimp ferrule connector from the j702 connector on the dn pca. The cause of the failure was the pulled wires. The root cause of the pulled wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient received service code 204 (belt unusable).